Manufacturer narrative:
Batch review performed on 20-nov-2024: lot 2247645: 18 items manufactured and released on 12-apr-2023. Expiration date: 2028-03-22. No anomalies found related to the problem. To date, 10 items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised, batch review performed on 20-nov-2024: gmk-sphere 02.12.e003rp patella resurfacing size 3 e-cross (k202022) lot 2314117: 55 items manufactured and released on 05-oct-2023. Expiration date: 2028-09-24. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0511fr tibial insert fixed sphere flex size 5/11 mm r (k202022) lot 2314696: 50 items manufactured and released on 02-aug-2023. Expiration date: 2028-07-15. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.2805r tibial tray fixed cemented size 5 r tinbn coated (k202684) lot 2245298: 24 items manufactured and released on 03-may-2023. Expiration date: 2028-04-15. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 10 months after primary, the patient came in reporting stiffness and the cause is unknown. The surgeon revised all gmk-sphere components with competitor components. The surgery was completed successfully.